Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) switched a bag that had been clamped from the supply line to the heater line. This occurred during use, on a homechoice device. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to finish therapy with manual supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The hp had a use error, as they had disconnected and reconnected a bag during therapy. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.